Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. However, a records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4) plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a patient did not have the proper amount of fluid removed during their hemodialysis treatment. The facility reported that the treatment was run at the minimum ultrafiltration (uf) rate of 0300ml/hr for 3.5 hours, however the rate should have been 1130ml/hr. No alarms were noted during treatment. Following the event, the machine was pulled from service for evaluation. The unit was fully tested and no device failures occurred. The ultrafiltration functioned as designed. The unit was then returned to service and monitored for one week. There have been no reoccurrences since this incident was originally reported. Although no device malfunction was identified, the user facility could not confirm whether operator error played a role in causing this event. Additional information was received which confirmed that there were no patient complications as a result of this event. The patient returned to the clinic the following day for a follow-up treatment to remove the excess fluid and this treatment was completed without incident.